Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The intracardiac echocardiography (ice) catheter was removed and the physician noted that there was a pericardial effusion. The patients' blood pressure was low, but the patient remained stable. The physician monitored the patient and was unsure if the effusion was new or growing. When the patients' blood pressure seemed unstable the physician made the decision to perform a pericardiocentesis. 200cc of blood was removed and auto-transfused back into the patient. The patient stabilized and no additional blood was removed. The patient did well following this treatment and was admitted to the hospital to be observed overnight. No other complications were reported to have occurred, and the patient is expected to make a full recovery from this event.